Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device would not harvest and it was running weakly. The malfunction occurred during surgery. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) have previously repaired/evaluated electric dermatome serial number (B)(4) four times. The last repair was april 27, 2016 where it was reported that the power cable was damaged with the wire exposed and the motor, ball bearing, spring seal, external ring, set screw, handpiece switch, insulator and plug harness assembly were replaced. This is not a related issue. Initial qa inspection of the electric dermatome by zimmer biomet (B)(4) revealed that the head was worn. All four width plates were worn. Initial qa inspection by zimmer biomet (B)(4) revealed that the motor was running below specification at 4,027 rpm. The control lever torque testing was not performed. The device was out of calibration at all four settings. Repair of the electric dermatome was performed by zimmer biomet (B)(4) december 28, 2017 which included replacement of the machine head, control bar, semi-circle shaft bearing, adjustment cam, vespel sleeve, motor, motor sleeve, ball bearing, spring seal and external e-ring. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the motor was running below specification and the machine head was worn. The root cause of the device not harvesting and running weakly was due to motor running below specification. The issue was resolved with the replaced the machine head, control bar, semi-circle shaft bearing, adjustment cam, vespel sleeve, motor, motor sleeve, ball bearing, spring seal and external e-ring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Electric dermatome, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.